Event description:
The customer reported to olympus technical assistance center (tac), the grey connectors of the endoscope reprocessor came off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was noted, the top grey connector base had detached. It was noted, cycle test was performed on the unit, and it passed, the grey connector will be replaced and the covers of the equipment were not removed, therefore an electrical safety check was not required. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to the manufacturer but was evaluated on site. Damage of gray connector in reprocessing basin was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to the connector that loosened and came apart. The user probably applied stress to the connector toward loosening direction, and the stress was accumulated, or the event may have occurred because the connector was hit by something hard. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor the field performance of this device.